Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's ketoacidosis and hospitalization. No lot release records were reviewed because no product lot number was reported. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f, 15546-aw rev d 06/2016, checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 119: warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death.

Event description:
It was reported that a patient was hospitalized for diabetic ketoacidosis (dka). The pod, which was removed when the patient went to the hospital, was worn between 4 and 24 hours and was noted to be leaking from the fill port. The patient was treated with a insulin, fluids, and electrolytes. The patient then returned to the pod and the doctor increased the patient's insulin dosage as a result of the event.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's ketoacidosis and hospitalization. The user also reported a bent cannula. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. No lot release records were reviewed because no product lot number was reported. Omnipod insulin management system ¿ user guide model: cat45e/cat45f 15546-aw rev d 06/2016 checking your blood glucose 7 / page 98 warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 119 warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death.b1. - added product problem b5. - corrected with additional information h6. - updated with device codes for bent cannula and additional patient codes from b5 details h10. - updated to include bent cannula

Event description:
The patient additionally reported they felt weak, nauseous, and had vomited prior to the hospitalization. Insulin was observed to be leaking from the site and not the fill port. When the cannula was removed at the hospital it appeared bent.